Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump is out of variance and has a scratched lcd. There was unknown patient involvement. And unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Lcd lens scratches were found on the device in visual inspection. During functional testing the out of variance did not occur. The issue was not confirmed for the out variance but confirmed for scratched lcd. Contamination was found at dso sensor area. Replaced main board, dso sensor, lcd lens and labels. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.